Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system displayed a loss of ventricular capture, elevated impedance and threshold measurements shortly after implant. An invasive procedure was performed to reposition the lead. During this procedure, the proximal rv setscrew was found to be lodged in an 'up' position causing a loose connection. The ICD was replaced and afterward, no further problems have been reported.